Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular ICD. The manufacturing process for this ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. There was neither for the lead nor the ICD any indication for a material or manufacturing problem.

Event description:
Ous MDR - the patient collapsed on (B)(6) 2013 at home, but the device did not give any therapy. The patient was resuscitated, and transported to the hospital. The lead had dislodged to the atrium. It was explanted and replaced. This device remains actively implanted.